Event description:
Roobticsacral colpopexy. Procedure took 4.5 hrs because, two different meshes had to be used due to size. Procedure failed after 2 months, with results of damage to bowel and lower intestines dr sent me to pelvic floor of shands where several test where taken and rehab was done. Low maximum squeeze tone. I have fecal leakage. Constant pain in stomach, incontinence in bladder. Another op was suggested by doctor, but more tests to be sure that an additional operation on bowel is not dirty. Breath test (B)(6) 2001 showed bacteria is present in intestines, another test showed nerve has been damaged in lower intestines. Event reappeared after reintroduction: yes.